Manufacturer narrative:
Corrected from penumbra system 5max ace reperfusion catheter to penumbra system ace 60 hi-flow kit. Results: the ace60 was kinked approximately 59.0 cm from the hub. Conclusions: evaluation of the returned device revealed the ace60 was kinked approximately 59.0 cm from the hub. This type and locations of damage typically occurs if the ace60 is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a penumbra system ace 60 hi-flow kit (ace60) was kinked at the hub upon removal from the packaging tray. The damage to the ace60 occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new ace60.

Manufacturer narrative:
Correction: corrected ¿brand name¿ from penumbra system 5max ace reperfusion catheter to penumbra system ace 60 hi-flow kit.

Manufacturer narrative:
Results: the 5max ace was kinked approximately 59.0 cm from the hub. Conclusions: evaluation of the returned device revealed the 5max ace was kinked approximately 59.0 cm from the hub. This type and locations of damage typically occurs if the 5max ace is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a penumbra system 5max ace reperfusion catheter (5max ace) was kinked at the hub upon removal from the packaging tray. The damage to the 5max ace occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new 5max ace.